Event description:
Lead management case to remove 3 infected leads. Leads were prepped with lld-ezs and an sls ii was introduced. The physician attempted to remove the ra lead (sjm 1474t) with the sls ii but was unable to advance. The anesthesiologist noticed a little pericardial fluid and the lead was abandoned. The physician then attempted to remove the ra lead (sjm 1012t) and the laser sheath was not able to advance. The anesthesiologist noticed a little pericardial fluid again and the lead was abandoned. A dilator sheath from another company (unknown name/model) was used and was unable to advance. The physician noticed a fluctuation in the blood pressure and began an attempt to remove the rv lead (sjm 1016t) using the sls ii and a fluctuation in blood pressure occurred. The lead was abandoned and a CT surgeon was called. Leads were removed via sternotomy.